Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient reported that their implanted neurostimulator (ins) was no longer working. They explained that 2 years ago (2019) they had tried connecting with the ins to charge it, but it wouldn't register and they were getting an error message. They could not recall what the error message was. Due to not being able to connect to charge the ins, they decided to stop using and charging the ins. They didn't know who to call to help them with this issue and they confirmed they hadn't met with a rep or their doctor for troubleshooting yet. No symptoms reported. They stated their current pain management doctor was working with them to help them find a doctor who will take their insurance and put in a new device. The patient was provided the phone number for the doctor to call to schedule an appointment with a manufacturer representative (rep) to have the device checked and to see if they can get it working again. The patient stated they would ask their current doctor to schedule an appointment with a rep. Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported their implant was non-functional for several years and the issue began about 8 years ago. Patient stated the implant area would get really hot and the implant would only stay charged for maybe 5 minutes and then would die again. Patient noted they had a manufacturer representative try to do something with the implant and the representative said the implant was no longer responding to the unit and that they needed to look into getting the implant replaced. Patient was having a medical issue and needed an MRI but couldn't get an MRI because no one wanted to remove or replace the implant.